Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife did not have enough edge to cut through the cornea during surgery. An alternate knife was obtained in order to continue and complete the procedure with no impact to the patient. Additional information has been requested.